Event description:
It was reported that: "cuff deflated while in use with patient. There was no reported patient harm or consequence." Associated complaints 8040412-2025-00264, and 8040412-2025-00263.

Manufacturer narrative:
(B)(4). The reported issue of cuff deflation was confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Visual inspection revealed a hole at the tip area, which appeared as an open airline. During functional testing, the cuff was initially able to inflate; however, it gradually deflated after inflation. A leak test was performed on the tracheal cuff by immersing the tube in water and reinflating the cuff. Air bubbles were observed coming out from the water through tip area indicating the presence of leak and leakage area has been identified. A device history record (DHR) was reviewed; no issue related to complaint was noted. Based on the investigation of the returned complaint device, the root cause of this reported issue has been determined to be manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "cuff deflated while in use with patient. There was no reported patient harm or consequence." Associated complaints 8040412-2025-00264, and 8040412-2025-00263.